Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment cap was damaged and unable to be removed from the returned pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2017 with the following findings: the battery cap was stuck on the pump and had to be forcibly removed. A test battery cap was able to attach to the pump but was unable to tighten securely. Investigation revealed that the battery compartment was cracked in two places and the battery cap threads were stripped. One of the battery cap contacts was out of specification. Additionally, the coin slot on the top of the battery cap was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.